Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge door failed to open. The customer tried to recover the door with key but issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door had reportedly failed. The field service engineer fse observed that there was no fault icon displayed on the screen. The technician was able to open and close the refrigerator door without any issues. The fse rebooted the medication station and noted that system updates had been completed shortly before the reported fault occurred. Following the reboot, the system functioned as expected. The technician repeatedly opened and closed the refrigerator doors, and no faults were observed during testing. The system functioned as intended after the field service engineer investigated the device.